Manufacturer narrative:
Product evaluation: the lens was returned. Solution and adhesive are on the lens. One haptic is broken. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens model associated with this complaint is only approved for use in two specific cartridges. Based on our observation it can be reasonably concluded that the haptic damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported for this lot number. (B)(4)

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information . A completed questionnaire was received. The manufacturer internal reference number is: 2015-102149

Event description:
A nurse reported that, during intraocular lens (iol) implant surgery, a lens was broken inside the delivery system. The patient¿s posterior capsule was ruptured and a different lens was implanted.